Manufacturer narrative:
On (B)(6) 2019, mentor received additional information regarding the patient's symptoms, the suspected medical device, the date of implantation, and the replacement device. The patient experienced capsular contracture. Serial number of the suspected device is (B)(4), and the date of implantation is (B)(6) 2018. The replacement device is a 800cc mentor smooth round moderate plus profile, catalog #: 3502800, serial #: (B)(4). The relevant fields have been updated, on (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection of the device, no apparent damage was observed on the shell. The device was received with a broken tubing from the injection reservoir. Leak testing was performed in accordance with mentor procedures, and no leak sites on the shell were detected. Microscopic examination was performed to the tubing and no instrument damage was observed. No other anomalies were discovered. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the suspected medical device was returned for evaluation. Upon the receipt of the device, it was found that lot number of the device reported on the initial report was incorrect. Correct lot number is 7525620, and the date of implant is unknown. The relevant fields have been updated. A manufacturing record evaluation and device evaluation are both in progress. Once completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction with a 525cc mentor smooth round spectrum and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician. As a result, the patient is scheduled to undergo removal and replacement with an unspecified mentor saline implant on (B)(6) 2019.